Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A recent implanted patient stated she was unable to make changes with her programmer. Her implantable neurostimulator (ins) was more noticeable after surgery, now she stated she did not feel the ins (probably due to swelling subsiding). This occurred a few days after surgery. The patient stated the representative told her the ins was turned on. The patient denied turning ins off. It was confirmed stimulation was turned off .the patient turned stimulation on and felt stimulation comfortably on program 1 at 0.7 v. The patient reported poor communication on the patient programmer .it was reported that antenna was securely, sync with ins and resolved the reported issue. The patient stated her patient programmer (pp) worked before but on (B)(6) 2016 she tried using it and was not able to connect. The patient wanted to increase stimulation and was not able to. On the call patient tried using the pp with and without antenna. The patient tried a few times and was able to connect and increase. The patient then powered down the pp and tried connecting again. Pp was able to connect. The patient confirmed it is working presently. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the patient. The patient stated that they had notified their healthcare professional of the loss of efficacy and that they first experienced the issue two weeks before the initial call date. The loss of efficacy was resolved by reprogramming from 2.0 to 2.4.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of efficacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.